Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent deformation and failure to deliver). (Device not returned) - device or procedural images not provided for review. (B)(4).

Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent to treat a patient with a severely calcified lesion in the lcx with 90% stenosis but the stent deformed. Physician removed the device and another stent was implanted. No clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).